Manufacturer narrative:
Please note that the following section was incorrectly reported on the initial MFR report and is being corrected on this follow-up #01 MFR report:3005168196-2023-00479 1. Section d. Box 4. Unique identifier h3 other text : placeholder.

Manufacturer narrative:
Evaluation of the returned lantern confirmed that the catheter was fractured. This damage likely occurred during repositioning of the lantern outside of the patient. If the lantern is advanced against resistance during use, damage such as a kink and subsequent fracture may occur. The reported tortuous patient anatomy may have contributed to resistance during the procedure. Further evaluation revealed ovalization near the distal tip of the catheter. This damage was incidental to the reported complaint and may have also contributed to resistance during the procedure. Penumbra catheters are inspected during in-process inspection and during quality inspection after manufacturing. The manufacturing records for this lot were reviewed and did not reveal any outstanding discrepancies, design, or quality concerns. H3 other text : placeholder.

Event description:
The patient was undergoing a coil embolization procedure in the pulmonary arteriovenous malformation (pavm) using a lantern delivery microcatheter (lantern) and a non-penumbra diagnostic catheter. It was noted that the patient¿s anatomy was tortuous. During the procedure, the physician advanced the lantern over a guidewire and through the diagnostic catheter. However, while repositioning the lantern, the physician fractured the midshaft of the lantern. It was reported that the fractured location on the lantern was outside the patient. Therefore, the physician was able to pull and remove the fractured lantern out from the diagnostic catheter. The procedure was completed using a new non-penumbra microcatheter and the same diagnostic catheter. There was no report of an adverse effect to the patient.